Event description:
Our consultant reported that he received a call from a neurology office reporting that their handheld computer only charges a when the ac power adapter is connected a certain way and ¿wiggled around.¿ he explained that he has to ¿play around with it to get it to charge.¿ the handheld itself does hold a charge if it charges correctly with the ac power adapter held a certain way. Good faith attempts are underway for further details about the reported event.

Event description:
Additional information was received that unless he holds it a certain way, it won't maintain a charge or communicate properly during interrogation. Also, when he attempted to use it on a patient, the hhd kept on shutting down. A "check sum" error appeared on his screen. He said patients¿ vns is working and they feel stimulation. Attempts for product return have been unsuccessful.

Event description:
Analysis of the handheld was completed on (B)(4) 2014. During the analysis, it was identified that the handheld would not power on using a known good ac adapter. The cause for the anomaly is associated with damaged handheld sync connector leads to the pcb. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector leads and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
The handheld device has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Type of device name, corrected data: the initial reported inadvertently reported the type of device as the programming software when the issue was with the programming computer.